Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was likely a ram failure (u100 and u101) on ca board sn (B)(4). The ram components likely had an intermittent bga connection. The intermittent connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.